Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the needle of the expressew iii autocapture + suture passer was not loaded correctly and got stuck into the gun. The complaint device was received and evaluated. Visual inspection reveals that the expresssew is slightly worn and used, but in expected condition. The auto capture jaw is not bent or broken, and it could be opened and closed with no restriction. When reviewing at the lower jaw, a broken needle¿s tip remains stuck in the shaft¿s groove, which is a sign that the needle broke when it was removed from the expressew. A functional test could not be performed due to the fragment stuck in the device. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be related to the handling of the device, also to the metal fatigue due to the repeated sliding trough the shaft. However, this cannot be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the needle of the expressew iii autocapture + suture passer was not loaded correctly and got stuck into the gun. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.